Event description:
A chandelier infusion cannula (synergetics, inc. 20 gauge) was used and inserted at beginning of prodcedure as usual. When the light source was turned on, the tubing appeared to have a tear or hole in it. The light was dispersed incorrectly. A new lighted infusion was prepped and inserted when the faultly one was removed from the patient.the patient was not injured and the procedure was not compromised.

Event description:
A chandelier infusion cannula (synergetics, inc. 20 gauge) was used and inserted at beginning of prodcedure as usual. When the light source was turned on, the tubing appeared to have a tear or hole in it. The light was dispersed incorrectly. A new lighted infusion was prepped and inserted when the faultly one was removed from the patient.the patient was not injured and the procedure was not compromised.